Event description:
It was reported to baxter that a flogard pump had a battery that was not able to charge. Process step is unknown. No patient involvement, injury or medical intervention was reported when this event was received. Additional information is unavailable.

Manufacturer narrative:
(B)(4). The customer reported condition of "battery cannot charge" was confirmed by technical services as a fuse issue. The fuses were found to be damaged. The fuses were replaced to resolve the problem. If additional relevant information becomes available, a follow-up report will be submitted.